Event description:
Alleged the bed's chair in function ran unintentionally. No injuries.

Manufacturer narrative:
The facility changed the footboard and checked the logic board connections but the issue remains. Repairs have not been completed.